Event description:
It was reported that heart block has occurred. During ablation to treat atrial fibrillation farawave was selected for use. Pr elongation post cavo tricuspid isthmus (cti) ablation was noted, and it was resolved in less than 2 minutes. The patient has been fully recovered. The device is not expected to be returning as it has been disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. If we are able to obtain the complete UDI string in the future, a supplemental report will be sent. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.